Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and healthcare provider (hcp) via a company representative (rep) indicated the n eurosurgeon¿s nurse contacted the patient later on 2018-(B)(6) to see how she was doing and the patient¿s mother said that after the ¿extra bolus¿ the patient was ¿super spastic¿ and they even gave the patient a pain pill. The patient was doing good on 2018-(B)(6) and ¿she was fine.¿ it was further clarified the patient had spasms and increased spasticity since the day of the procedure. She was placed on oral baclofen to help her, and the oral baclofen seemed to help. The patient¿s weight at the time of the event was unknown and both the neurosurgeon¿s office and doctor¿s office called to check on the patient. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Other relevant device(s) are: product ID: a810. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen (2000mcg/ml at 320mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the manufacturer representative had initiated a bolus a pump replacement on 2018-oct-30. The pump was aspirated at the back table and the catheter only needed to be primed, but the total prime volume in the tablet was including the chamber. The manufacturer representative had chosen "new catheter only", "pump implanted and connected to the catheter", drug or concentration was not changed", and "yes" for the catheter was aspirated through the catheter access port (cap). The manufacturer representative had not realized that question 4 for the priming bolus was asking if the catheter was aspirated with the pump connected to it. This made the total prime volume 0.328ml, versus 0.268ml. The bolus was completed during the time of the report as initially programmed. The patient would have received a bolus dose of 1 20mcg. The patient would have to stay overnight in the hospital for observation. There were no further complications reported at this time.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen (2000mcg/ml at 320mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and multiple sclerosis. It was reported that the manufacturer representative had initiated a bolus a pump replacement on 2018-oct-30. The pump was aspirated at the back table and the catheter only needed to be primed, but the total prime volume in the tablet was including the chamber. The manufacturer representative had chosen "new catheter only", "pump implanted and connected to the catheter", drug or concentration was not changed", and "yes" for the catheter was aspirated through the catheter access port (cap). The manufacturer representative had not realized that question 4 for the priming bolus was asking if the catheter was aspirated with the pump connected to it. This made the tot al prime volume 0.328ml, versus 0.268ml. The bolus was completed during the time of the report as initially programmed. The patient would have received a bolus dose of 120mcg. The patient would have to stay overnight in the hospital for observation. There were no further complications reported at this time. Additional information was received from a consumer and healthcare provider (hcp) via a company representative (rep) indicated the n eurosurgeon¿s nurse contacted the patient later on 2018-oct-30 to see how she was doing and the patient¿s mother said that after the ¿extra bolus¿ the patient was ¿super spastic¿ and they even gave the patient a pain pill. The patient was doing good on (B)(6) 2018 and ¿she was fine.¿ it was further clarified the patient had spasms and increased spasticity since the day of the procedure. She was placed on oral baclofen to help her, and the oral baclofen seemed to help. The patient¿s weight at the time of the event was unknown and both the neurosurgeon¿s office and doctor¿s office called to check on the patient. No further complications were reported/anticipated or expected.

Manufacturer narrative:
B2 - correction to include hospitalization. B5 - correction to include indications for use. H1 - escalation to serious injury resulting in hospitalization. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.